Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the battery compartment was cracked and the battery cap threads were stripped. The battery cap was unable to secure to the pump; a test battery cap was able to secure and was used to complete testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap threads were stripped. This report is made based on results of investigation completed on (B)(4) 2015.